Event description:
Customer reported table moved during transfer of patient from the gurney to the table, and the patient fell. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.